Event description:
It was reported that the patient was walking at her home and felt a sharp pain. Pt was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.